Event description:
It was reported that the ilet pump user experienced a leaking cartridge likely due installing the cartridge by attaching it to the connector outside the pump before insertion, after which blood glucose rose to a reported high value of 400; the user was educated to insert the cartridge into the pump first and then attach the connector, and the event was managed as an infusion set or cartridge attaching incorrectly with troubleshooting and user education completed. Symptoms included fatigue and sleepiness associated with hyperglycemia. Outcomes included elevated blood glucose requiring supply changes and adherence to the user¿s action plan without hospitalization. Investigation included customer interview, device-use review, troubleshooting, and user education. Investigation of this case revealed probable improper assembly or connection of the cartridge and infusion set leading to inadequate insulin delivery. It was concluded that user technique contributed to hyperglycemia, and correct insertion steps were reinforced. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.